Manufacturer narrative:
No reports of a device malfunction have been rec'd to date as it relates to this event. (B)(4).

Event description:
Customer reported that a double lung transplant pt had a health issue while driving home after an ecp treatment. The pt has been receiving ecp treatments for about 5 or 6 years, recently twice a month on consecutive days. On (B)(6), 2011, the pt has to pull over during this drive home due to shortness of breath, chest pains, and atrial fibrillation. The pt was then admitted to the hosp for 6 days in ICU. The reporter states that the pt was discharged on (B)(6), 2011, in stable condition, and intends to resume ecp treatment in (B)(6) 2011. No problems with the treatment noted on the chart; no unusual alarms were observed.